Event description:
It was reported that when the patient presented to the hospital with heart failure symptoms unrelated to the device, premature battery depletion was noted. On (B)(6) 2017, device longevity was 1.5 years and it reached eri on (B)(6) 2017. Device was explanted and replaced. Patient is doing well.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. A longevity calculation was performed, and battery depletion was found to be normal based on device usage. The longevity estimates observed in the field were anomalous. A root cause for the inconsistent remaining longevity estimates near eri indicated by the programmer was not identified.